Event description:
Report by the safety officer stated that the a volume of 10% dextrose and 0.45% nacl with 23 meq kcl, that should have infused over 8 hours, infused in 1 hour. This was discovered when the pump alarmed. Quote from the report, "volume to infuse for 8 hours set at 1430 for infant. Pump beeped at 1530 and was found to have infused d10.45 with 23meq kcl. Labs drawn stat and patient's fluids re-evaluated." The reported event occurred in the neonatal unit. The device was not identified by the safety officer. Information was not provided regarding patient status, medical intervention, patient injury, or the set up of the infusion device.